Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the rep and a healthcare professional (hcp). The rep indicated that the pump was delivering dilaudid; the dilaudid concentration, dose, and lot number were not provided. The rep stated that the patient felt the pump wasn't giving the therapy it once did. The hcp noted that the patient started experiencing increased pain in (B)(6) 2015 and also stated that actions/interventions taken to resolve the increased pain include a sacroiliac (si) joint injection on (B)(6) 2015. The rep reported that actions/interventions include a possible personal therapy manager (ptm) option. According to the rep, the catheter dye study was successful; medication was aspirated from the catheter and then contrast dye was placed in the catheter and observed in the intrathecal space via fluoroscopy. The hcp stated that the test showed that the pump was working fine and that the patient was sent for consult with a neurologist. Another follow-up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was listed as non-malignant pain. It was reported that the pump was not working like it used to. The patient experienced increased pain. The pump logs were read and they were normal. A catheter study was scheduled for (B)(6) 2015. The rep indicated that it was unknown whether a surgical intervention occurred and that it would be known after the catheter access port (cap) study. The patient's status at the time of this report was reported as alive with no injury. Additional information (including drug information, details of the allegation that the pump wasn't working, results of the catheter study, and interventions taken to resolve the increased pain and pump not working) has been requested. If additional information is received, a follow-up report will be sent.